Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the white tissue pad had fallen off after working five minutes. Changed to another one to complete surgery. There was no patient consequence.